Manufacturer narrative:
Reported event: an event regarding infection involving a triathalon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: triathlon ps fem comp #7r-cem; cat#5515f702; lot#c6d9j; tri ts baseplate size 8; cat#5521-b-800; lot#ws34a; triathlon asymmetric x3 patella; cat#5551-g-350; lot#vp71; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that patient's right knee was revised due to infection (causes or contributors to infection not reported. Unknown if clinically confirmed. Infecting microorganism not identified to rep). An I&d was performed with a poly swap. An 8x11 ps insert was revised to another 8x11 ps insert.